Event description:
It was reported that the pump's usb port was melted. Reportedly, the pump was charging during the event. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to alternate method for insulin therapy.